Event description:
It was reported that during a follow up in clinic, a decrease in pacing impedance was noted on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.